Manufacturer narrative:
Sub voluntary event report number : mw5072650.

Event description:
New information states that the patient presented in clinic for routine device check. Upon interrogation it was alleged ¿device is expected to respond within 5-8 seconds but took over 30 seconds to respond¿. Testing was done again four weeks later for three times and same response was noted. The doctor decided to explant the device.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation. The root cause of the extended charge time was due to a failure within the front alignment hole.

Event description:
It was reported that an asymptomatic patient presented to the clinic with a patient notifier alert on (B)(6) 2017. Review of remote transmission revealed that the defibrillator exhibited a long charge time triggered on (B)(6) 2017. No intervention was performed during the visit. The patient consulted electrophysiologist for possible explant and replacement of the device. The patient would continue to be monitored. No additional information was available at this time.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2017.